Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer's blood glucose was fluctuating in the highs. Customer's blood glucose was 623 mg/dl the highest. Customer felt ill and dry. Customer reported her shirt was wet and smelled like insulin. Customer was advised to seek medical attention. Customer will not be returning the device for analysis.